Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text the 26mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the valve, visual inspection, functional testing and dimensional analysis could not be performed. Review of provided case imagery revealed 2 slightly bent struts at the inflow. Deep scratched were also observed along the sheath shaft. The patient 3mensio report revealed the access vessel minimum luminal diameter (mld) was undersized. Calcification and tortuosity were present in the vessel. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other similar complaints. Note: lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers(B)(6) and verifying that there have been no other related complaints associated with those serial numbers. Although the complaint was confirmed, a complaint history review was not required as the issue had been previously identified in a product risk assessment, which captures the root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. The lot met the statistical acceptance criteria as the calculated lower tolerance limit (ltl) and/or upper tolerance limit (utl) of each testing fall within the respective lower specification limit (lsl) and/or upper specification limit (usl). During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was able to be confirmed, but no potential manufacturing non-conformance was identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. As reported, ¿during a transfemoral tavr procedure, it was noted that the initial vascular stick appeared to be parallel to the vessel and the sheath was not inserted at a sharp angle. During the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath, resistance was encountered. The push forces seemed to be more than usual. The valve and delivery system were unable to be advanced any further than the partially expandable portion of the esheath. The decision was made to remove the entire system. Upon removal of the valve and delivery system, it was observed that the valve appeared to be ¿deformed¿. A strut on the skirt side was flared out sideways. The bent valve strut split the sheath not far into the fully expandable portion of the sheath¿, and it was noted that the patient access vessel was slightly undersized with calcification and tortuosity. Additionally, scratches were observed on the sheath shaft (figure 3) indicating calcified access vessel. The presence of tortuosity, calcification and undersized in the access vessels can create a challenging pathway during delivery insertion and retrieval through the sheath, and lead to resistance and high push force. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encountered during delivery system advancement, so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts catch and tear the sheath liner, and result in the observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definite root cause could not be determined, available information suggests that patient factors (undersized access vessel, calcification, tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported, during a transfemoral tavr procedure, it was noted that the initial vascular stick appeared to be parallel to the vessel and the sheath was not inserted at a sharp angle. During the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath, resistance was encountered. The push forces seemed to be more than usual. The valve and delivery system was unable to be advanced any further than the partially expandable portion of the esheath. The decision was made to remove the entire system. Upon removal of the valve and delivery system, it was observed that the valve appeared to be ¿deformed¿. A strut on the skirt side was flared out sideways. The bent valve strut split the sheath not far into the fully expandable portion of the sheath. Following the removal of the devices, the patient¿s blood pressure dropped. A right external iliac perforation was observed. A new 14fr esheath was inserted and covered stents were placed and dilated to repair the artery perforation. Although the patient was stable, the decision was made to transfer the patient to the or to for further vascular repair surgery. At the time of the report, the patient was in stable condition. Due to the procedural complications, the patient did not receive a thv valve. The access vessel minimum luminal diameter was borderline at the common femoral artery, but the iliac arteries were large enough. Vessel calcification and mild tortuosity were reported.